Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 1 or 2 received of a nondelivery with no pump alarm. The pump was programmed to deliver taxol at a rate of 285 ml/hr. After "20 to 30 minutes" the nurse noticed the device was "not infusing." It was reported that the pump was incrementing as though fluid was being delivered. The nurse "reset the tubing" with the same results. The device was removed from clinical service. Therapy was completed using a replacement device. There was no reported adverse patient effects. Though requested, no additional information was provided.